Manufacturer narrative:
Approximated to january 01, 2021 based on the year the manufacturer became aware of the event. (B)(4). Investigation results: the returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 229.9 cm from the tip of the fiber connector to the end of the end of the fiber body. The fiber body was fractured, and the remaining, including the exposed glass tip, was not returned for analysis. Functional analysis revealed that there was no light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event was confirmed. It is likely that procedural handling of the fiber during setup or use contributed to the fracture within the fiber connector. Therefore, the most probable cause was found to be adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail reusable 270um laser fiber was used in a procedure performed on an unknown date. During the procedure, there was a problem with the laser fiber. There were no patient complications reported as a result of this event. Additional information: this event has been deemed reportable based on the investigation finding that the laser fiber was broken within the connector and fiber body break.